Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving baclofen (unknown) (300 mcg/ml at 85.35 mcg/day) and dilaudid (hydromorphone) (0.7 mg/ml at 0.199 mg/day) via an implantable pump for spinal pain. It was initially reported that the communicator would not keep a charge. It was determined through clarifying the communicator had sufficient charge, but the issue was the patient was unable to connect the personal therapy manager (ptm) to the pump. It was noted the pump was replaced two weeks ago (confirming normal battery depletion). The pump had "already slipped out, it was floating" and the patient had to wear a binder which was "killing my back" and the patient had an increase in spasms. It was noted the pump "dropped last week" and "it was not secure".  In order to bolus, the patient had to hold pump still in the body to place communicator. Additional information was received on 2021-apr-30 from a consumer via a rep indicated the patient sometime after replacement surgery, the pump had moved down and deeper from where it was originally placed in the pocket. The patient was having a hard time getting her ptm communicator to connect to the pump. The patient felt the pump move after a bowel movement one day. The healthcare provider (hcp) advised the patient to wear an abdominal binder. The rep saw the patient at the hcp's office on (B)(6) 2021, and re-synced the communicator after receiving a poor communication error message on the ptm, and was able to connect to the pump. No other interventions planned at this time.  The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient had been able to connect to pump with communicator off and on, with difficulty. She successfully gave three boluses on morning of (B)(6) 2021 before the rep troubleshooted at the hcp office. Surgical intervention was not planned.  The patient's weight and medical history were asked but unknown.